Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be confirmed. The system passed a system checkout and was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the navigation device could not see the imaging device trackers. The site did 2 spins just fine, but the trackers could not be seen during the confirmation spin. The navigation device was disconnected, and the spin was taken for confirmation on the mobile view station (mvs). The surgery was completed and there was no impact on patient outcome. The system was used for a case later in the same day and the issue was not replicated.

Manufacturer narrative:
Correction: aware date for regulatory report: 1723170-2018-03378 was incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the navigation device could not see the imaging device trackers. The site did 2 spins just fine, but the trackers could not be seen during the confirmation spin. The navigation device was disconnected, and the spin was taken for confirmation on the mobile view station (mvs). The surgery was completed and there was no impact on patient outcome. The system was used for a case later in the same day and the issue was not replicated.

Manufacturer narrative:
Additional information: patient age, patient gender, patient ID. Patient weight is unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the navigation device could not see the imaging device trackers. The site did 2 spins just fine, but the trackers could not be seen during the confirmation spin. The navigation device was disconnected, and the spin was taken for confirmation on the mobile view station (mvs). The surgery was completed and there was no impact on patient outcome. The system was used for a case later in the same day and the issue was not replicated.